Event description:
It was reported that during a lap colon procedure, the blade was broken and part of it fell into the patient. It was retrieved. A new instrument was used to complete the case. There were no adverse patient consequence.